Event description:
It was reported that the customer had a bolus anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer parent and healthcare provider concerned about the 20u anomaly. The customer's mother was advised to submit insulin pump to hospital technician to ascertain whether human programing error or button error. The customer requested new loaner insulin pump. The healthcare provider assumes that users own insulin pump is now ok as mother not contacted. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.